Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was going to refill her insulin pump and the insulin pump stopped working; the customer could not get the insulin pump to rewind. The patient also experienced a no delivery alarm while filling the tubing. Her blood glucose at the time of incident was 380 mg/dl and she did not feel well. The customer was advised to treat manually before troubleshooting, and the customer will call back to troubleshoot. No products were returned or replaced.